Event description:
Healthcare professional reported injecting a patient in the perioral area and perioral line with juvéderm® volite¿. The patient experienced non-device related ¿fracture of the left clavicle, left olecranon fracture¿ and ¿left olecranon fracture." Three days later, the patient was treated with cefazolin sodium for injection and zopiclone tablets. The next day, the patient was treated with omeprazole sodium injection, flurbiprofen axetil injection, tramadol hydrochloride extended release tablets, and loxoprofen sodium tablets. Three days later, the patient was treated with loxoprofen sodium tablets and with chestnut extract the next day. The event resolved that day.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "fracture of the left clavicle and left olecranon fracture", deemed not device related, is considered an unexpected adverse drug experience.